Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted

Event description:
It was reported that the device is loose, making it hard to harvest with the device. Attempts have been made and no further information is available at this time. No adverse event were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that the device was loose, making it hard to harvest with the device. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the vdoc service portal. The last repair was (B)(6) 2017 where it was reported that after sterilization dark matter had appeared in the container and the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar and thickness control shaft were replaced. This is not a related issue. Product review of the air dermatome by medicrea on (B)(6) 2018 revealed that the motor speed was optimal enough but there was no torque on the thickness control lever. The lever and reciprocating arm were worn. The device was also outside calibration and side to side specifications. Repair of the air dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, lever, ball plunger and reciprocating arm. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the device was outside calibration and side to side specifications and there was no torque on the thickness control lever. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device was outside calibration and side to side specifications and there was no torque on the thickness control lever. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.